Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that not all of the scans on the cd were visible because the media in/out override command was not saved. The commands were entered and saved. It was then possible to view all of the exams on the cd including the scan that was navigable.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 9733763, software version: 2.2.8. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the site was unable to register off of their merged exam which was computed tomography (CT) and magnetic resonance imaging (mr). The exam was reported to be inverted and the 3d model was not able to be used for registration. It was noted that the exam was loaded via disc. The site aborted use of the navigation system. The procedure was completed and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. It was noted that a suspected cause of the reported issue was the command was not saved to adjust values.